Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was unable to prime a clearlink system non dehp solution set with duo-vent spike. When the nurse completed the priming procedure, the filter was checked and found that it was empty. The nurse re-primed and was successful. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and pressure testing were performed and passed successfully with no issues identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.